Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient discontinued using her scs system . It was also reported the patient discontinued recharging the ipg. As a result, the ipg is inoperable. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Reportedly, the patient has effective therapy postoperative and the issue is now resolved.